Event description:
The patient was a female. The target lesion was the mid lad. The lesion was de novo, slightly calcified and tortuous. There was 100% stenosis (cto). A guide wire (passle) crossed the target lesion, and pre-dilation with a balloon (details unknown) was conducted. Then cypher (complaint product: 3.0/18mm) was being delivered, however, there was resistance encountered at the proximal lad, and the cypher did not advance forward. While pushing the cypher back and forth to deliver it to the target lesion, the stent dislodged. Retrieving the stent with a snare was not successful even though the stent was still on the guide wire. The physician decided to implant the stent on the spot in the proximal lad, which was slightly stenosed (less than 50%). Therefore, the dislodged stent was implanted and post-dilated with a balloon (details unknown). Then the 2nd cypher (3.0/18mm) was delivered to the target lesion and was implanted with no issues, and the procedure was finished. The product was clinically used and will not be returned for analysis due to the patient having hcv. The physician did not indicate any anomalies prior to use. Physician indicated that he had difficulty delivering the cypher through the vessel, and the stent was possibly caught at the vessel calcification.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.